Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the emitter for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The suspect cable was returned to the manufacturer for evaluation. Visual inspection found that the cut on the outer insulation was present exposing internal wires. The internal wires were found to not have any damages and the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the site ran over the cable for the navigation system emitter with an operating room (or) bed. The incident resulted in the cable slicing open and exposing internal wires. No additional information was provided. There was no patient present when this issue was identified.